Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for femoral neck fracture. During the surgery, when the screw was inserted and torque was applied, the surgeon was concerned that there may be a risk which the screw may penetrate the bone head, but the surgery was completed successfully without any problem within 30 minutes delay. No further information is available. This complaint involves one (1) device. This report is for one (1) antirotation screw for femoral neck sys 75mm length - sterile this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.